Manufacturer narrative:
Complete patient identifier: (B)(4). All available patient information has been included. No additional patient information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06a52 manufactured in (B)(6), that has a similar product distributed in the us, list number 06d18, manufactured in (B)(4) USA.

Event description:
The customer reported (B)(6) results when processing on the prism. The following data was provided: sid: (B)(6): initial result was (B)(6) and retest results were (B)(6). The retest on the alinity s generated a result of (B)(6). No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of tracking and trending data, a review of field data, a review of specificity data, a review of the performance of the likely cause lot, and a review of product labeling. Ticket searches determined that there is a normal complaint activity for the likely cause lot. Tracking and trending report review did not identify any trends for this assay. The customer field data was reviewed regarding initial reactive rate (irr), repeat reactive rate (rrr) and specificity for lot number 96019li00. The irr and the rrr were 0.20% and 0.14% respectively, which are within package insert specifications as was the specificity of lot number 96019li00. The performance of the likely cause lot was investigated and did not identify any non-conformances, potential non-conformances and deviations related to the likely cause lot. Labeling was reviewed and found to be adequate. No systemic issues were identified. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.